Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during insertion while in the interventional radiology (ir) department. The ir md stated that it was observed when inserting the dilator into the coiled sheath, the port of the dilator, positioning proximal of the dilator was broken. Asa result, the device was not used. A new kit was opened and inserted without issue. The procedure went on as planned successfully. The md stated there was no report of patient death, complications, injury or medical/surgical intervention required. There was no delay or interruption in therapy noted. The patient outcome was no harm to the patient. Additional information received on (B)(4) 2014 stated that there was an approximate five-minute delay in therapy during replacement of the kit with no cause harm to the patient noted.